Event description:
The customer reported that the device can't be booted up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device can't be booted up. No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.